Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to elevated metal ions.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2017: legal medical records received. In addition to what was previously litigated, litigation also alleges stiffness and difficulties in doing daily activities. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right total hip arthroplasty. Revision note, mentioned that there was some mild metal stained fluid collected. In addition there is no evidence of tissue necrosis and there was no inflammation or metal staining at the trunnion. The femur was not loose. Laboratory results indicates cobalt level is above 10 ug/l. This complaint was updated on: (B)(6) 2017.

Event description:
Ppf alleges pseuodotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2016 litigation received alleging patient suffers from pain and elevated ions. There is no new information that would change the existing MDR decision.

Event description:
Complaint description: patient was revised due to elevated metal ions. Update 11/10/2016. Litigation received alleging patient suffers from pain and elevated ions. There is no new information that would change the existing MDR decision. Complaint was updated 11/26/2016. Update may 19, 2017: legal medical records received. In addition to what was previously litigated, litigation also alleges stiffness and difficulties in doing daily activities. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right total hip arthoplasty. Revision note, mentioned that there was some mild metal stained fluid collected. In addition there is no evidence of tissue necrosis and there was no inflammation or metal staining at the trunnion. The femur was not loose. Laboratory results indicates, chromium level at 6.8 ug/l and cobalt level at 10.5 ug/l. This complaint was updated on: may 29, 2017. Update jun 20, 2017: legal medical records received. After review of pfs and medical records there is no new information added that changes the MDR decision. This complaint was updated on: jun 29, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.